Event description:
Customer received conflicting creatinine kinase results for one patient sample. Initial result gave 6 u per l. Same sample repeated six times gave 6, 226 (diluted), 21, 14, 14 (diluted) and 225 u per l (diluted). The sample was then sent to an outside lab, which generated a result of 54 u per l, which was reported. If additional information is received, appropriate notification will be provided.